Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient needed a new recharger. The new recharger has been resolved. The recharger (rtm) heating has been resolved. The information provided has been confirmed with a physician/account.

Event description:
Manufacturing representative(rep): called regarding a patient's recharger, stating that it is getting really hot while charging and it is not connecting to their ins. Rep states this began about a month ago and the patient sees dr. Henkel. Rep did not have the serial number at the time of call, so an email was sent to rep to obtain this. Once this is obtained, an email will be sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.